Manufacturer narrative:
H.6. Investigation summary: bd received 1 customer sample for investigation. 1 customer sample was subjected to a visual inspection for foreign matter (fm). Embedded fm was identified in the customer returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-08-11.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was along tube wall. The following information was provided by the initial reporter, translated from chinese to english: stage: when unpacking. Defect: it is found that the entire wall of the blood collection tube is black quantity: 1 piece.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was along tube wall. The following information was provided by the initial reporter, translated from chinese to english: stage: when unpacking. Defect: it is found that the entire wall of the blood collection tube is black. Quantity: 1 piece.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.